Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted an evaluation of a cartridge from this manufacturing lot and it was found to be operating within required specifications. The patient stated that the connection between the cartridge and the tubing may not have been properly tightened. No medical treatment was required and the patient has continued to use other cartridges from the lot with no subsequent reported events. Additional model number: ir 1250

Event description:
The patient experienced hypoglycemia after the infusion set disconnected from the cartridge. The patient reported that the insulin remaining in the infusion set tubing was infused when the set disconnected; no medical treatment was required.